Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the device had reached elective replacement indicator (eri) and there was no telemetry with the device. The status of the device is unknown. No patient complications have been reported as a result of this event.